Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings: during testing, the display screen was dim and discolored. Unrelated to the complaint, evaluation revealed that the audio bolus button was intermittently unresponsive. The audio bolus button cover was found to be intact. The audio bolus button cover was removed and contamination was found on the button contact. Also unrelated to the complaint, evaluation revealed that the battery compartment was cracked extending from the threads to the case seal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No further details were provided by the patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.